Event description:
It was reported that there was a lead polarity switch and low impedance measurements in the atrial lead. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4024 implantable pacing lead, (B)(6) 1997. (B)(4).